Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-03709), the physician was unsuccessful at the attempt to place a new octrode lead right of the patient's existing paddle lead. It was stated the physician was unable to advance the new lead past entry site of the paddle lead. In turn, the procedure was abandoned.